Manufacturer narrative:
The employee sought medical treatment, was evaluated in the facility's emergency room, and subsequently returned to work. No medical treatment was administered. The user facility stated that the user facility employee subject of the reported event, started a processing cycle and left the room. When the employee returned to the processor, she slipped on water which was leaking from their system 1e unit. A steris service technician arrived on-site, inspected the unit, and found that, prior to the event, the user facility had moved their system 1e processor and incorrectly placed the drain hose within their wall drain causing the drain to overflow and leak. The technician identified that the user facility had used a non-steris drain hose which was too long and caused the end of the hose to be submerged in the drain water. The steris system 1e processor's installation guide states on page 4-3, "to ensure proper drainage, the drain level must be lower than the counter top or workstation cart. The drain hose must slope downward and be free of kinks, loops, or hills. The outlet of the drain hose must be above the drain water level or drain trap water level by six (6) in. (15 cm)." The technician shortened the hose to the correct length, tested the unit, and confirmed it to be operating according to specification. The technician notified user facility personnel to contact steris regarding installation or changes made to their system 1e processor. The steris system 1e processor operator manual states on page 1-2, "repairs and adjustments to this equipment must be made only by steris or steris-trained service personnel. Maintenance performed by unqualified personnel or installation of unauthorized parts could cause personal injury, result in improper equipment performance, invalidate the warranty, or result in costly damage. Contact steris regarding service options." No additional issues have been reported with the processor.

Event description:
The user facility reported an employee slipped on a water leak from their system 1e processor.